Event description:
Pt was being treated for acute low back pain in physical therapy clinic. Interferrential stimulator was chosen as a modality to treat this pt, to decrease pain and "mm" spasm. Pt only speaks another language, an interpretor was present during the entire treatment. The treatment was explained to pt that it should be comfortable, and to let interpretor know if any discomfort or pain. Pt checked 2 times by therapist during the 20 min treatment. After treatment, electrodes removed and pt had 3 burns under the electrodes. Pt was sent to urgent care clinic and was treated by burns/plastic svc.